Manufacturer narrative:
Addendum ((B)(6) 2013): adjudication minutes: (B)(6) 2012 patient presented with angina. Angiography was performed and revealed patent study stent in the proximal lad, a 60% lesion in the mid lad, a 100% occlusion with an acute thrombus in the distal lad, a 60% ostial lesion in the 1st diagonal, a 60% proximal lesion in the 1st diagonal, a chronic total occlusion in the mid-to-distal cx with some collaterals from the right, a 60% lesion in the proximal rca, a 50% lesion in the distal rca, a 60% stenosis in the proximal r-pda, and a 100% lesion in the ostial 1st r-pla. The patient was treated with a drug eluting stent in the mid lad, described as the culprit lesion. On (B)(6) 2012 the patient presented with acute onset of chest pain. Repeat coronary angiography on (B)(6) 2012 revealed an 11% in-lesion restenosis in the target lesion of the proximal lad with no thrombus and timi 3 flow reported by the angiographic core lab with a further comment of non-target vessel revascularization. The catheterization summary reported presence of a left ventricular thrombus, ef of 45%, and apical akinesis. Per catheterization report, coronary angiography demonstrated the lmca within normal limits, a 60% in-stent restenosis in the mid lad, a "generic" 70% stenosis in the proximal diagonal, a 100% restenosis in the proximal cx, which was identified as a culprit lesion, was treated with thrombectomy, and balloon angioplasty. The distal cfx was also treated in the same manner. An acute stent closure of cx was reopened, and the patient was referred for a CABG surgery. On (B)(6) 2012, he underwent a 5-vessel CABG surgery with the lima graft to the lad with a ybranch to the diagonal, sequential rima graft to the 1st om and 2nd om, and the right radial artery graft to the r-pda. Please find updated to reflect this new event of mi ((B)(6) 2012) and previously reported events of reocclusion ((B)(6) 2012 & (B)(6) 2012) and mi ((B)(6) 2012) as per additional information received through cec adjudication minutes. Updated cc: the complaint received states that this cypress study patient had elevated enzymes post procedure; then suffered an mi approximately 20 months post procedure; and experienced coronary artery restenosis approximately 25 months post index procedure. This is a (B)(6) male with medical history including angina, ischemia, previous pci ((B)(4)), family history of coronary artery disease, hyperlipidemia, hypertension, lvef (normal), myocardial infarction ((B)(6) 2010), renal insufficiency and current smoker. The patient was enrolled in the cypress study due to a positive functional test for ischemia. The patient had an 80%, de novo lesion in the proximal left anterior descending artery. The lesion was 12mm in length and the vessel was 3.5mm in diameter. The lesion was not pre-dilated and a 3.5 x 13mm cypher stent was implanted at 14.3atm. The stent was post-dilated per standard procedure. The patient also had a lesion in the right posterior descending artery that was treated with a 2.5 x 12mm xience stent. The patient was discharged in dual anti-platelet therapy. Approximately twenty months later, the patient had mi. The patient underwent ptca. The event was resolved without sequelae. The event was not related to the cypher stent or index procedure. Additional information received indicated that for previously reported code of mi and coronary artery restenosis, it was noted that the target lesion was in the mlad. Approximately 25 months later, the patient underwent CABG. At the time of CABG, the target lesions treated were svg to mlad, om1, om2, 1st diagonal, and rpda. The event resolved without sequelae. In an investigator¿s opinion, the event was not related to the study stent or procedure. Additional information received through adjudication minutes indicated that on (B)(6) 2012 patient presented with angina. Angiography was performed and revealed patent study stent in the proximal lad, a 60% lesion in the mid lad, a 100% occlusion with an acute thrombus in the distal lad, a 60% ostial lesion in the 1st diagonal, a 60% proximal lesion in the 1st diagonal, a chronic total occlusion in the mid-to-distal cx with some collaterals from the right, a 60% lesion in the proximal rca, a 50% lesion in the distal rca, a 60% stenosis in the proximal r-pda, and a 100% lesion in the ostial 1st r-pla. The patient was treated with a drug eluting stent in the mid lad, described as the culprit lesion. On 12/19/2012 the patient presented with acute onset of chest pain. Repeat coronary angiography on 12/19/2012 revealed an 11% in-lesion restenosis in the target lesion of the proximal lad with no thrombus and timi 3 flow reported by the angiographic core lab with a further comment of non-target vessel revascularization. The catheterization summary reported presence of a left ventricular thrombus, ef of 45%, and apical akinesis. Per catheterization report, coronary angiography demonstrated the lmca within normal limits, a 60% in-stent restenosis in the mid lad, a "generic" 70% stenosis in the proximal diagonal, a 100% restenosis in the proximal cx, which was identified as a culprit lesion, was treated with thrombectomy, and balloon angioplasty. The distal cfx was also treated in the same manner. An acute stent closure of cx was reopened, and the patient was referred for a CABG surgery. On 12/20/2012, he underwent a 5-vessel CABG surgery with the lima graft to the lad with a ybranch to the diagonal, sequential rima graft to the 1st om and 2nd om, and the right radial artery graft to the r-pda. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15228546 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and smoking.

Manufacturer narrative:
Please note that the code for reocclusion has also been inserted into the file at the time of mi on (B)(6) 2012 as the patient had an mi and underwent ptca; and thus the event of reocclusion cannot be dissociated from the study stent.

Event description:
The report received from the (B)(4) study indicated that a patient had elevated enzymes post procedure and was diagnosed with an st elevation mi approximately twenty months post index procedure. The patient was enrolled in the (B)(4) study due to a positive functional test for ischemia. The patient had an 80%, de novo lesion in the proximal left anterior descending artery. The lesion was 12mm in length and the vessel was 3.5mm in diameter. The lesion was not pre-dilated and a 3.5 x 13mm cypher stent was implanted at 14.3atm. The stent was post-dilated per standard procedure. The patient also had a lesion in the right posterior descending artery that was treated with a 2.5 x 12mm xience stent. The patient's troponin levels were noted to be slightly elevated (.09; upper limit .06ng/ml) 6-12hours post procedure. This has been captured as a complaint in the safety database. The patient was discharged in dual anti-platelet therapy. Approximately twenty months later, the patient had an mi. The patient underwent ptca. The event was resolved without sequelae. The event was not related to the cypher stent or index procedure. No additional information is available.

Manufacturer narrative:
Complaint conclusion: the complaint received states that this cypress study patient suffered an mi approximately 20 months post procedure; and experienced coronary artery restenosis approximately 25 months post index procedure. This is a (B)(6) male with medical history including angina, ischemia, previous pci (10/04/10), family history of coronary artery disease, hyperlipidemia, hypertension, lvef (normal), myocardial infarction (10/3/10), renal insufficiency and current smoker. The patient was enrolled in the cypress study due to a positive functional test for ischemia. The patient had an 80%, de novo lesion in the proximal left anterior descending artery. The lesion was 12mm in length and the vessel was 3.5mm in diameter. The lesion was not pre-dilated and a 3.5 x 13mm cypher stent was implanted at 14.3atm. The stent was post-dilated per standard procedure. The patient also had a lesion in the right posterior descending artery that was treated with a 2.5 x 12mm xience stent. The patient's troponin levels were noted to be slightly elevated (.09; upper limit .06ng/ml) 6-12 hours post procedure. The patient was discharged in dual anti-platelet therapy. Approximately twenty months later, the patient had mi. The patient underwent ptca. The event was resolved without sequelae. The event was not related to the cypher stent or index procedure. Additional information received indicated that for previously reported code of mi and coronary artery restenosis, it was noted that the target lesion was in the mlad. Approximately 25 months later, the patient underwent CABG. At the time of CABG, the target lesions treated were svg to mlad, om1, om2, 1st diagonal, and rpda. The event resolved without sequelae. In an investigator¿s opinion, the event was not related to the study stent or procedure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15228546 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Elevated cardiac enzymes are a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and smoking.

Manufacturer narrative:
Concomitant medications included ace inhibitors, beta blocking agents, plavix, crestor, diovan, heparin, hmg coa reductase inhibitors, hctz, lopressor, and tricor. Complaint conclusion: the complaint received states that this cypress study patient had elevated enzymes post procedure and then suffered an mi approximately 20 months post procedure. This is a (B)(6) male with medical history including angina, ischemia, previous pci ((B)(6) 2010), family history of coronary artery disease, hyperlipidemia, hypertension, lvef (normal), myocardial infarction ((B)(6) 2010), renal insufficiency and current smoker. The patient was enrolled in the cypress study due to a positive functional test for ischemia. The patient had an 80%, de novo lesion in the proximal left anterior descending artery. The lesion was 12mm in length and the vessel was 3.5mm in diameter. The lesion was not pre-dilated and a 3.5 x 13mm cypher stent was implanted at 14.3atm. The stent was post-dilated per standard procedure. The patient also had a lesion in the right posterior descending artery that was treated with a 2.5 x 12mm xience stent. The patient's troponin levels were noted to be slightly elevated (.09; upper limit .06ng/ml) 6-12hours post procedure. The patient was discharged in dual anti-platelet therapy. Approximately twenty months later, the patient had mi. The patient underwent ptca. The event was resolved without sequelae. The event was not related to the cypher stent or index procedure. No additional information is available. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15228546 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Elevated cardiac enzymes are a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease.